Event description:
It was reported during a follow up that the patient received a patient notifier for a non-sustained lead noise episode due to sensing latency between the near-field and the far-field channel. The device was successfully reprogrammed. The patient was doing well. The patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.